Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bellows housing was replaced to resolve the reported issue. No report of patient involvement. (B)(4).

Event description:
The hospital reported a malfunction resulting in a leak greater than 4.5lpm. There was no report of patient involvement.